Manufacturer narrative:
During further troubleshooting, it was found that the pump was functioning as intended and no evidence of a malfunction alarm was found. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to customer's blood glucose. No additional patient or event information was available